Manufacturer narrative:
Device MFR date is unk. Eval is pending.

Event description:
In 2008, the sales rep reported that during a revision surgery due to pain the surgeon explanted the sequoia construct on the left side. The construct remains unilateral on the right side. There was no surgical delay. There was no reported malfunction of the product. The pt retains the removed implants.